Event description:
Through a medwatch report, a consumer's daughter reported that following bilateral intraocular lens (iol) implant surgeries, her mother has inflamed corneas, inflamed eyes filled with pus, and is unable to read. She reported that her mother is under the care of another surgeon (not the implanting surgeon) who recommended her mother be seen by a corneal specialist. No contact info was provided; therefore, no f/u could be done. There are two medical device reports for this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No contact info was provided; therefore, no f/u could be done. (B)(4).